Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced uncontrollable blood glucose levels during a hospitalization that was not related to diabetes. The insulin pump was removed from the customer as a precaution. Troubleshooting was not possible at the time of the call. Advised the mother to call back at her convenience to conduct troubleshoot on the insulin pump. Nothing further was reported.